Event description:
It was reported that bd vacutainer® multiple sample luer adapter had the non patient needle separate from the holder. The following information was provided by the initial reporter: "it was reported that the vacutainer snapped in half."

Manufacturer narrative:
The customer's address is unknown. (B)(4) USA has been used as a default. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken hub was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of broken hub. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. As a result, plans for installation of new manufacturing molds have been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.